Manufacturer narrative:
Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that the IV tubing came apart at the end where the set is luer locked to the pt's IV. The pt was in a supine position at the time. No pt harm or medical intervention occurred. No further pt/event info was reported.